Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because reporter contacted lifescan alleging that his previous test strip vial was giving them error message, and the current test strip vial works fine. The issue was not resolved with troubleshooting.

Manufacturer narrative:
No product is expected to be returned. Initial reporter: lay user/patient's name, address, and phone number was not provided at the time of call.